Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) need to have a magnetic resonance imaging (MRI) and the battery was no longer functional. The device battery had 8 months remaining 19 months ago. Boston scientific technical services (ts) stated that the device beeper was turned off post MRI. Also, ts discussed that the device needs to be in place for 6 weeks before having MRI per labeling. This device remains in service. No adverse patient effects were reported.